Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on an ami(acute myocardial infarction) patient iab catheter was unable to be inserted due to an unfurled membrane. There was no reported injury to the patient.